Event description:
It was reported that over-sensing of noise was noted on a remote transmission. The patient presented to the clinic, and tachy therapies were disabled on the device. No additional intervention was reported. There were no adverse health consequences, the patient was stable.